Manufacturer narrative:
Visual examination of the returned guidewire presented no anomalies or damages. There was no evidence of corewire broken or coilwire unraveled were noted. It was noted that the condition of the returned unit was not consistent with the complaint incident that the core wire was broken. Returned device review includes visual and dimensional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore the most probable cause for the complaint is not confirmed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the kidney during a flexible ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire broke into two pieces, unraveled and peeled. The procedure was completed with a second sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor¿ guidewire was used in the kidney during a flexible ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire broke into two pieces, unraveled and peeled. The procedure was completed with a second sensor¿ guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.